Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated.

Event description:
It was reported the patient had experienced a traumatic event. X-rays confirmed the leads had migrated. Surgical intervention was undertaken on (B)(6) 2022 during which the existing leads were explanted and replaced. Related manufacturer reference number: 3006705815-2022-18172.